Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The ups was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Troubleshooting was done by the medtronic representative (rep). The rep felt the batteries and they are warm but not unusually hot. Tee battery discharged normally when the system was unplugged from the wall and the uninterruptable power supply (ups) read as online. He was also able to find the initial registration from this procedure under CT 1. The patient archive also contained CT 2 that did not have a registration so that may be where they were looking for a registration and not finding it. Codes b01, c19 and d14 are applicable. The system was serviced in the field and passed all tests. No failures were found. Codes b01, c19 and d14 are applicable. The camera cart ups, main cart ups, 24v battery and 48v battery were returned. The camera cart ups, main cart up and 24v battery were all tests and no failures were found. The parts were all performing as intended. Codes b01, c19 and d14 are applicable. The 48v battery was returned and analyzed. The battery was tested (54.9v) with the accompanying ups for a 24hr. Period. The ups did shut down, as programmed, during testing due to the battery over heating. Codes b01, c02 and d02 are applicable. Information references the main component of the system. Other relevant device(s) are: product ID: 9 735773, serial/lot #: 1952, ubd: , UDI#:

Event description:
Medtronic received information regarding a navigation device used during a functional endoscopic sinus surgery (fess). It was reported that the system had an unexpected shutdown. The site booted the system back up and got a battery service error message. They cleared the message and continued with the case. When the system was rebooted, they had lost their registration. This occurred about an hour into the surgery and after the shutdown, the doctor brought in a second system to finish the case. There was a delay of less than one hour and no impact to the patient. Additional information was received. It was reported that the system was plugged into a working outlet when it shutdown.